Manufacturer narrative:
(B)(4). Investigation conclusions: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date but (B)(6)2021, a follow-up imaging identified an aneurysm enlargement (amount unknown). On (B)(6) 2021, imaging identified a type ii endoleak and the patient underwent coil embolization through the right internal iliac artery. An additional stent placement was considered but was not performed due to the inability to cannulate the left internal iliac artery. The patient tolerated the procedure. The physician elected to monitor the patient and planned to use tranexamic acid medication post-operatively.